Event description:
It was reported, the patient's implantable neurostimulator (ins) displayed an end of service (eos) message. The message was seen after a physician mode recharge process. It was reported, the patient did the process at home the day prior to this report. It was suspected this was the patient's first overdischarge event. Additional information received 3 days later reported, the overdischarge was confirmed. The patient could not remember having pervious overdischarges and no record existed to confirm. Additional information received 2 weeks later reported the patient device was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (b)(5), product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn. It was reported that the there was a possible problem as the end of service (eos) message was seen after doing a physician mode recharge (pmr). The pmr was performed when the patient went home yesterday. This is suspected to be the first overdischarge event for the patient as the patient was not aware of any overdischarge events prior. Additional information was received from the manufacturer representative on 2012-10-01 reporting that overdischarge was confirmed and the device was showing eos. The patient could not remember a previous overdischarge and there was no record existing to confirm or deny this. Additional information was received from the manufacturer representative on 2012-10-17 reporting that the device was explanted and replaced. The explanted device would be returned. Additional information was received on 2012-10-26 confirming that the device would be returned and could be expected as the manufacturer representative had just received the return packaging. No patient symptoms were reported. The device was received on 2017-02-14.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Analysis of the implantable neurostimulator (ins) (B)(4) found that the battery reached end-of-service (eos) due to three over discharges. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).